Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary for (B)(4): actual longevity is < 80% of 99.9% longevity limit. Device went through preliminary and functional test with no problem and verified battery depletion. Device was milled open and during final analysis it was noted that the device lost telemetry. It was noted that the device perhaps had power on reset (por) and defaulted to a pacing rate of vvi 65 with an amplitude of 6.0 v and a pulse width of 1.5 ms. Under these conditions, both loaded and unloaded pacing current drain levels were normal for this device. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. Analysis was completed and determined that the device lost telemetry due to damage from being milled open.

Event description:
T was reported that the device reached elective replacement indications prematurely. The device was removed and replaced. No patient complications were reported as a result of this event.